Event description:
An eye care practitioner reported that a pt presented with mild eye pain, redness and photophobia, od for 2 days associated with wear of focus night and day lenses. Examination revealed 3+ injection and a small epithelial defect at the upper lid margin. The anterior chamber showed 2+ cells and no flare. Diagnosis reported as iridocyclitis, corneal abrasion and secondary corneal edema. Pt rescribed 5% homatropine, ciloxan and pred forte and to stop the ciloxan. Pre-event acuity 20/25 and reported as 20/30 at 2 day follow up visit. Event resolving with instructions to resume contact lens wear. No further info is available at this time.